Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer storage space failed. A field service engineer (fse) removes and replace drawer rails on drawer 2.1 2.2 to resolve the issue. Additionally, fse reassembled the unit, rebooted, and performed testing, which initially failed. Upon inspection, a magnet was found dislodged inside the cabinet. The magnet was located and reinstalled. After rebooting and retesting, the system was confirmed to be fully operational. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es had a drawer failed storage space. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.